Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing connection broke resulting in the customer experiencing an elevated blood glucose (bg) level of 450 mg/dl and diabetic ketoacidosis (dka) leading to a visit to the emergency room and a subsequent hospitalization. Prior to the hospitalization, the customer attempted to lower their bg levels by delivering insulin via an insulin pen. While in the hospital, the customer received treatment in the form of intravenously delivered insulin and fluids. The customer was released from the hospital the following day.